Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This patient experienced shortness of breath. This ra lead was discovered dislodged. The lead was successfully repositioned and remains actively implanted.